Manufacturer narrative:
(B)(4): the keypad was found to be intact; no peeling or lifting was observed. The keypad symbols were found to be worn. The keypad buttons required multiple buttons presses and excessive force in order to elicit a response and did not have normal spring back. The up arrow and down arrow key contacts were found to be misaligned. There was evidence of keypad contamination found under the key contacts. Unrelated to the complaint, evaluation revealed a faded/discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.

Event description:
It was reported that the keypad buttons had to be pressed multiple times in order to activate the desired pump functions. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.